Manufacturer narrative:
A2 date of death is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention, and eventually resulted in death. The physician went transseptal and soon after it was noticed there was a drop in blood pressure. A pericardiocentesis was performed but the patient was eventually taken to the or to have surgery. A puncture was found near the roof of the right atrium. The following was reported: "they [the medical team] put the sheath across the transseptal to the left. When the doctor was trying to flush the tubing, he noticed they had negative pressure. He pulled back and looked on ice (intracardiac echocardiography) for an effusion which there was a small one." At the time of the procedure's end, the patient had been in stable condition (prior to their inevitable death). Physician's opinion on the cause of this adverse event is procedure and patient condition. The outcome was death. The patient required prolonged hospitalization. No ablation was performed prior to noting the pericardial effusion. Details of when or how the patient died are unknown. This event is being reported under the vizigo sheath as this occurred during transseptal puncture.

Manufacturer narrative:
On 17-jan-2024, the product investigation was completed as the device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturer record evaluation cannot be conducted because the no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).